Event description:
It was reported that the stent failed to deploy and was damaged. Vascular access was obtained by contralateral approach. The 80% stenosed lesion being treated was located in the moderately calcified and moderately tortuous left coronary iliac artery. While using a 10x80x75 epic vascular stent delivery system, the stent was unable to deploy. It was then believed that the stent had become bunched up. The device was successfully removed and the procedure was competed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).